Event description:
A laparoscopic hysterectomy and left salpingo-oophorectomy was performed with the davinci. Specimen had been removed and vaginal cuff closed when it was discovered they were losing pneumation from abdominal cavity. It was discovered that the disposable trocar was broken, and several pieces had fallen from the trocar onto the pt.